Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient's grandmother reported her grandson had a body temperature of 105 degrees fahrenheit with elevated blood glucose levels while wearing the pod between 4 and 24 hours on the leg. Subsequently, patient was taken to the hospital and diagnosed with pneumonia, respiratory syncytial virus (rsv), and coronavirus. Treatment included intravenous delivery of insulin and antibiotics (amoxicillin). Patient was admitted for a period of 9 days and has since resumed using the omnipod for insulin delivery. I should be noted that grandmother felt patient's elevated bg was a result of the said illnesses child was experiencing.